Event description:
The customer reported intermittent communication failed error messages. This caused the system to lock up and a re boot was required to restore functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board was evaluated and replaced. The system was tested, found to be working as intended and returned to service.